Event description:
On 5/6/97 during catheter removal the tip could not be removed. The pt wass sent to the o.r. Where an incision was made to remove the remainder of the catheter.

Manufacturer narrative:
The device was not returned to the MFR for evaluation. The device history review showed nothing related to this incident.